Manufacturer narrative:
The subject device was returned to olympus for evaluation. As a result of evaluation, olympus confirmed that the probe broke down at 15.5mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the crack developed from the scratch as the starting point. The manufacturing history of the subject device was reviewed, with no irregularities noted. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it is known that a scratch occurs on the probe since a user output the device contacting with something hard. Then a probe of a device is cracked and broken when the probe is received a load. Also it is known that the short circuit error occurred since a metal part is grasped. The instruction manual of the subject device already states; warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus medical systems corp. For evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is received a later time, this report will be supplemented.

Event description:
When the subject device was used for a hysterectomy, the short circuit error occurred. Then the ptfe pad broke, and the fragment of the probe was found from the floor. The procedure was completed with another device, and there was no patient injury reported.